Event description:
It was reported when using the pyxis medstation es system, metal sticking out of the drawer 6 and unable to close the drawer the customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer shutdown medstation and readjusted side plate for drawer 6 and powered station on to resolve. The system functioned as intended after the field service engineer troubleshooted the device.